Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was calling to report a side effect they were having, and they noted they had also called their healthcare provider. The patient stated they felt electrical impulses going through their fingertips and down through their legs, and they saw a neurologist who took a nerve conductive study which determined ¿slight damage, but nothing like¿ that this would happen¿. The patient stated their neurologist was not familiar with the device, so they could not speak to the device causing the feeling or not. The patient spoke with their managing physician who told them that their symptoms were not a side effect of the implant, the patient reported that the feeling began upon implant and had not gone away. The patient noted an appointment with their healthcare provider to discuss the concern. No further complications were reported.